Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer 4.1 and all cubies are not on bus was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order#: (B)(4), the fse reported that the issue was shunted winding in 4.1 solenoid this in turn damaged controller module and the interconnect board. The fse replaced damaged parts as needed and tested in hta as required along with inventory performed by customer. The report was closed. During dchu visual inspection: pn: 151622-01, sn: (B)(6): the pcba dwr cntlr v1.10/v1 was received with no signs of physical damage, fluid ingress or missing components. Pn: 151630-01, sn: (B)(6): the pcba pmc v1.06/v0.09bl hh was received with no signs of physical damage, fluid ingress or missing components. Pn: 353578-01: the solenoid 12vdc latc was received with signs of discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn: 151622-01, sn: (B)(6): was evaluated on an esd protected surface with a calibrated dmm and it passed the resistance testing of components mosfet q501, q601 and diode 501. The pcba dwr cntlr v1.10/v1 was mounted to a dchu hta equipment and passed the functional testing with no intermittent behavior observed. Pn: 151630-01, sn: (B)(6): was evaluated on an esd protected surface with a calibrated dmm and passed during fuse f201 testing. The pcba pmc v1.06/v0.09bl hh was mounted to a dchu hta equipment and passed the functional testing with no intermittent behavior observed. Pn: 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the drawer 4.1 and all cubies are not on bus was identified as an overheated solenoid coil on the solenoid 12vdc latch due to an overcurrent, which led to the thermal damage, and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 cubies were not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that overheated solenoid coil on the ¿solenoid 12vdc latch¿ due to an overcurrent, which led to the thermal damage. There were no adverse events or injuries reported based on this event.